Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Corrected fields: d4.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the single use electrosurgical knife exhibited the tip at the distal end of the cutting knife melted, and it was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.